Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician felt resistance while advancing the cat3 through a non-penumbra sheath and it became kinked. The cat3 would not advance any further and was, therefore, removed. The procedure was completed using a new cat3 and the same sheath. There was no report of an adverse effect to the patient.